Event description:
Spontaneous report from pt stating pump (serial number (B)(4)) is beeping and giving 'no disposable' message; pt switched to back up pump and got same message. Pt made new cassette and now back-up pump is infusing fine. Pump serial number (B)(4) will be replaced. No further information provided. No cassette lot or expiration date provided. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.